Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/16/2016 with the following findings: evaluation revealed a cracked battery compartment. A damaged keypad was also found. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed cracked battery compartment. This report is made based on results of investigation completed on 12/16/2016.